Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 63(hardware low-level failures) and a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the battery failed alarm, and the customer was able to clear the alarm and able to rewind the pump. The self-test passed. Troubleshooting was performed for the battery failed alarm, and the customer stated that there was no damage to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap was attached and locked into place properly. Unit powers up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software for reference. Unit passed the self test as well as the displacement test. No unexpected failed battery test was noted. Unit was downloaded successfully using (thump software for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. On battery cycle 63.0 received the lowbatteryalert (104) on (B)(6) 2025 07:14:00 after more than 7 days at 23.84 days. Battery cycle 61.0 received the lowbatteryalert (104) on (B)(6) 2025 01:28:00 after more than 7 days at 23.81 days. Battery cycle 60.0 received the lowbatteryalert (104) on (B)(6) 2025 17:17:00 after more than 7 days at 25.33 days. The customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the self test, unit passed the sleep current measurement, and the active current measurement test. No failed battery test alarm noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. During download history review, pump error 63 was recorded on (B)(6) 2025 06:27:22.000 with file ID: 2017 as well as line #ID: 147. Per the software engineer's log, pump error 63 was due to a hardware error, twi interface, and ad5161 chip. The pump was cut open to perform a visual inspection, and no moisture damage was found on the electronic assembly, isolated to the electronic stack due hardware defect. The following cosmetic damages were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. Pump error 63 alarm was confirmed in the download history files due to a hardware error, isolated to the electronic assembly. Customer concerns about a failed battery test were not confirmed, verified via the baat tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.